Event description:
N/a.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 24mar2021. An investigation was conducted on 25jun2021. A visual inspection was conducted. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed from the hot jaw due to clinical use, remaining attached at the base and the tip of hot jaw. The silicone of the jaws was also observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties. When the jaws were closed, they were aligned, no gaps were observed. When the jaws were opened, they were also observed to be in alignment. Based on the returned condition of the device, the reported failure "failure to align" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 were not aligned properly when the jaws were closed. During use the jaws were not separating(cutting) the tissue well due to this improper alignment of the jaws. They opened a new kit to complete the procedure. No patient injury.